Manufacturer narrative:
Despite multiple attempts, no additional details regarding this previously explanted system was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was associated with a system infection. Surgical intervention was performed and the s-ICD was explanted and replaced. No additional adverse patient effects were reported.